Event description:
Additional information indicated that the clinic increased the high voltage high impedance alert maximum, to 150 ohms, for upward trending measurements. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an alert was triggered showing this right ventricular (rv) lead exhibited high out of range shock lead impedances (sli). Prior to the alert, shock impedances measured approximately 75-120 ohms. The alert reported a sli of approximately 130 ohms. Boston scientific technical services (ts) suggested increasing the impedance upper limit to 150 ohms. They also stated that should the shock impedance elevate up to 150 ohms, they recommend giving the patient a commanded synchronized shock to better evaluate the rv lead. No actions have been taken at this time. Np adverse patient effects were reported. No further information is known at this time.

Event description:
Additional information was reported indicating that a commanded shock was performed, due to the high out of range shock impedance measurement reaching about 160 ohms. The 41 joule shock resulted in a greater than 125 ohms impedance. The plan is to revise the right ventricular (rv) lead at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
This event description was originally sent in report 2124215-2019-09427. Report 2124215-2019-09427, is a duplicate to this report. This report will be the report that is updated, should any additional information be received.

Event description:
Additional information was reported, indicating that this right ventricular (rv) was surgically abandoned. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.